Event description:
During training, the patient was treated at recommended settings per qrg 20-30 power with uncoated pin (skin type iii), single pulse 290 pulses. Neck healed well with no issues. During the training they expressed that they would be treating under IV sedation at higher settings while the dr. Was not present. Then the dr. Treated the patient under IV sedation 45-55 power. Three (3) days post treatment patient reports unusually severe swelling, seven (7) days post treatment patient reports inflammatory lesions. Four (4) weeks post treatment pictures show pitting scars and hyperpigmentation over the face and a dermatitis-like response on the neck. According to the device user manual such increase in power should be primed with a test spot prior to treatment.